Event description:
A hosp in another country reported to us that the heater wire of a rt204 breathing circuit was broken. We have interpreted that there was an open circuit of the heater wire in the inspiratory limb of the rt204 breathing circuit and that the heater wire would not heat up. The rt204 breathing circuit would still conduct oxygen from the humidifier to the pt. No pt harm was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel hlthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are expecting the device to be returned for investigation. No info to date. Investigation still underway, no results for to date. Conclusions: no conclusion can be made at this time.